Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument files and found no issue with quality controls (qcs) recovery. The customer reported that they performed a precision study on two samples and siemens determined that the precision in results, from the precision study, was within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse: observed a "system failure" error in the instrument files; aligned sample and reagent probes; cycled the reagent 2 (r2) arm; performed alignments; cleaned cuvette windows; checked cuvette manufacturing and ran qcs, which recovered out of ranges. Then, the cse: checked voltages and performed services on the sampler and r2 transducer; ran titration on sample and r2 syringes; cleaned all windows; replaced photometer belt, photodiode, and r2 flush motor/screw assembly; recalibrated the assay and ran qcs and system check, resulting acceptably. The cause of the imprecise tacrolimus (tac) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00064 was filed for the discordant, falsely elevated tac results obtained on (B)(6) 2019.

Event description:
Imprecise tacrolimus (tac) results were obtained on two patient samples on a dimension exl 200 instrument. The results were not reported to the physician(s). The samples were repeated five times (to test precision) on the same instrument. On (B)(6) 2019, the samples were repeated on the instrument post service, and the results obtained post service were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise tac results.